Event description:
Acuvue oasys and acuvue vita seem to be damaging my eyes. I've worn the same contacts for over 15 years and when they change their packaging, all of a sudden my eye sight has been getting so bad. Blurry vision all day, leading to headaches, vertigo type symptoms, eye twitching, eye burning. I've been to many doctors and an opthalmologist to rule everything else out. Some of the contact lenses boxes say manufactured in ireland; others in the USA. I saw a screenshot online saying they switched glue manufacturers for the foil? This isn't making sense and I've felt horrible since july. Reference report: mw5163314.